Event description:
It was reported the patient experienced discomfort at the ipg site. The patient stated her waist band was rubbing over the ipg site. It was also reported the patient's ipg was relocated to a more comfortable positon which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.